Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set , an unspecified number of devices had tubing glued to the packaging and when pulled off it caused small holes in the tubing resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: h.3 device eval by manufacturer? Yes. Investigation summary bd received one sample and one photo for investigation. The photo shows a device with tubing partially stuck to the blister pack. Additionally, the 1 customer sample was subjected to a visual inspection for tubing stuck to packaging. The sample failed testing as part of the tubing was connected to the device packaging based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. This complaint has not been confirmed for the indicated failure mode: difficult to open. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set , an unspecified number of devices had tubing glued to the packaging and when pulled off it caused small holes in the tubing resulting in blood leakage. There was no health impact or consequences reported.